Manufacturer narrative:
Additional information: d10, h6 the reported events were no capture, no sensing, low lead impedance and insulation damage. The reported event of insulation damage was confirmed. Visual inspection of the lead found a cut at the proximal region of the lead. The cause of the reported event of insulation damage was consistent with procedural damage. The reported events of no capture, no sensing and low lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture, loss of sensing, and low pacing impedance were observed on the right ventricular (rv) lead immediately post-implant. During revision, damage was observed at the site of the suture sleeve. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.